Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was at elective replacement time (ert).the device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information several years ago that this pacemaker¿s battery had five years remaining in which automatic capture was used and pacing percentage did decreased. Boston scientific technical services (ts) then discussed that device may have been on edge between longevity bins and further explained that this seems a reasonable longevity for the device and suggested disk analysis but the representative declined. Further information was received that upon recent check this pacemaker¿s longevity showed two and a half years, however, several months ago it showed half a year and then one year. Additional information was obtained indicating that the pacemaker¿s longevity was not determined. The patient¿s pacemaker was scheduled for change out. Up to date, this pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was obtained from the field representative indicating that this pacemaker was explanted.